Event description:
It was reported that when a ge healthcare's employee was positioning the optima xr220 x-ray mobile device at a hospital, and when they selected reverse motion, the ge healthcare employee was pushed back into a surgical metal table and the left rear wheel contacted their left shoe. As a result of the impact with the employee's foot, there was redness and slight bruising. Upon being seen by a doctor, an x-ray was taken but was negative for any fractures. The ge healthcare employee was also diagnosed with cellulitis and treated with antibiotics.

Manufacturer narrative:
Ge healthcare's employee sex and weight were not provided. Initial reporter occupation was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.